Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded up and down button on keypad trace. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported that the insulin pump's up arrow was unresponsive. Blood glucose level was not provided. No further information was provided.